Event description:
Senseonics was made aware of a hypoglycemia event with no hypoglycemia alert asserted by the system due to alleged sensor inaccuracies on 23-july-2022 at around 6 am. The reported blood glucose (bg) value was 30 mg/dl and sensor glucose (sg) value was 100 mg/dl. Patient complained of not receiving low glucose alerts. Patient was symptomatic, woke up from sleep being ill and began eating glucose to self treat. No medical assistance was required.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation analysis, the system was performing within acceptable parameters prior to the reported event, with a temporary mismatch between the sensor reading and fingerstick measurement, which was followed with better agreement between the sensor readings and fingerstick measurements. The system did not assert any hypo alert at the time of the event since the system was not in use.